Event description:
It was reported that the patient presented at the clinic for a right ventricular (rv) lead revision due to low sensing. It was also discovered that the rv lead lost its slack. The patient's rv lead was explanted and successfully replaced. The patient remained stable.